Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) evaluator noted that the lead was returned with the helix fully extended, blood and tissue on it, and the distal conductor distorted and fractured within the connector. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix would not retract after several lead repositions. The lead was removed and not used. There were no patient complications reported as a result of this event.